Manufacturer narrative:
Visual evaluation of product under 65x magnification showed no signs of physical defects.

Event description:
Bruxism, swelling and infection were reported. The bone quality at the time of implantation was type I. Primary stability and osseointegration were not achieved.